Event description:
It was reported that during the surgery, the peek implant seemed to sit high and was not as flush with the native skull anatomy.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. Postoperative CT scans were not provided for investigation. Therefore, the reported event could not be confirmed. The implant design and manufacturing were verified to meet all specifications and quality standards, with analysis indicating a seamless fit into the bone void and symmetry with the surrounding anatomy. However, the presence of unremoved bone fragments or calcifications, along with potential soft tissue interference, may have contributed to complications during implantation and skin closure. Based on the investigation conducted, there is no indication of an incorrect working product or any design-, material-, or manufacturing-related issue. Therefore, no corrective or preventive actions are deemed necessary at this time.